Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported blood glucose value of 250 mg/dl. The customer hyperglycemia was treated with IV insulin drip (intravenous insulin infusion), syringe and diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-397a, mmt-332a, mmt-1780kl. Troubleshooting was not performed. Customer reported basal pattern and high blood glucose. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1780kl. It was unknown whether the customer will continue or discontinue the use of the devices.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 09-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 09-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 36.8 dailytotalofbasalinsulindelivered = 21.9 dailytotalofbolusinsulindelivered = 14.9 (B)(6) 2024 01:13:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6 (B)(6) 2024 04:02:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8 (B)(6) 2024 06:38:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2024 07:03:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 (B)(6) 2024 07:55:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 (B)(6) 2024 11:09:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2024 21:05:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. Then the pump was programmed with basal rates programmed of 1.0u. The pump was monitored for several days and all basal rates registered properly in the pump history summary noted. No bolus anomaly or basal anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 09-apr-2024 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for basal (rate) anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.